Event description:
Customer reported a past high blood glucose event, but the specific value was displayed as "high" and not known. Cause was not known. Customer used a correction injection via mdi and was advised by cts to consult with a healthcare provider about potential factors affecting blood glucose levels. Customer reverted to an alternate form of insulin therapy.